Event description:
It was reported that during a ptca procedure that excessive resistance was met while placing the balloon in the lesion. During the second inflation the balloon ruptured. At this time, it was not possible to remove the balloon from the lesion site. The pt was then sent to surgery. Reportedly, it still was not possible to remove the balloon from the lesion, therefore, the surgeon cut the balloon and left the distal portion in the artery.